Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress. Evaluation in progress.

Event description:
User facility reported the pump alarmed, "check clutch" during device use. Reporter indicated that the event did not cause or contribute to any adverse health effects.

Manufacturer narrative:
The device was returned for evaluation. Examination of the returned device showed the device was in poor condition and showed cracking along the casing. During occlusion testing of the returned device the reported error alarm could be confirmed. Evaluation of the device's event history showed that an "check clutch/plunger lever" alarm present. Once the clutch halves were replaced, the device functioned as expected. It was determined likely that the issue occurred due to normal wear of these components.